Event description:
Information was received that a vns patient was scheduled for a prophylactic battery replacement, and that after follow-up with neurology it was confirmed that their generator was at ifi=yes and patient the had high lead impedance 10000 ohms so patient was scheduled for a full revision on (B)(6) 2012. The patient went to surgery on (B)(6) 2012 and they had their battery replacement completed. The surgeon performed several system diagnostic tests on their implanted generator and received normal impedence results so he decided only to replace generator and not lead. (B)(4) attempts are underway for further information and for the explanted generator to be returned for analysis.

Event description:
Additional information was received that there was not a malfunction of the patient's generator. It was that the office staff misunderstood the diagnostic results and confused it with ifi - yes. There programming handheld was reviewed and the patient's diagnostics were within normal limits prior to surgery. The explanted generator has been discarded and will not be returned for analysis.